Manufacturer narrative:
Updates: device available for evaluation?, date received by MFR, type of reports, if follow up, what type?, device evaluated by MFR?, evaluation codes. DHR review: the device manufacturing quality records indicate that these components met all requirements to perform as intended. Trend analysis: trend has been identified and CAPA was initiated and performed. Compatibility check: the compatibility check showed that the product combination was approved by zimmer (B)(4). Review of event description: in the event information section it is stated: ¿revision due to metallosis with durom component¿. The implantation date is not specified and the revision date is reported to be (B)(6) 2015. This is most probably a typo because the revision report mentions (B)(6) 2016 as the revision date. As reason for revision the per gives pain and metallosis. The patient¿s build and activity level are rated as medium. Surgical report: surgical report of implantation, dated (B)(6) 2007, the main points can be summarized as follows: diagnosis: coxarthrosis anterosuperior right procedure: a posterolateral approach after kocher-langenbeck was used. A durom cup was implanted with good primary stability. The excessive anterior acetabular coverage was revived. After preparation of the femur a cls stem with an anteversion of 5 - 10° was implanted. A metasul head with adapter +4 was used. The joint was reduced. There was a stable situation. Surgical report of revision, dated (B)(6) 2016, the main points can be summarized as follows: diagnosis: metallosis due to adapter-stem taper corrosion after total hip replacement (thr) on the right hip inflammatory pseudotumor due to reaction type armd. Preoperative evaluation by MRI and analysis of the cocr values in serum; the patient has two thr¿s type durom-cls progressive increase of the co and cr levels in serum, MRI shows very little intra-articular fluid. Procedure: the old approach is used. There is an intra-articular serous, blackish liquid that contains debris from between the adapter and the stem taper; which is confirmed after removal of the head and adapter. Inspection of the articulation surfaces reveals no wear. The entire neo-capsule and the pseudotumor respectively are excised. The latter contains blackish tissue from corrosion. Tissue samples are sent for histopathological examination. The cup is removed without difficulties and loss of bone. There is small osteolysis in delee&charnley zone iii. The acetabulum is slightly reamed to size 50. Bone grafts are impacted in the small osteolysis area and a fitmore cup is implanted with good primary stability. A durasul insert is implanted. The proximal part of the femur, in particular zone xiv that contains debris due to metallosis, is careful debrided. The stem is macroscopically stable and positioned with an anteversion of 0°. The interface between the cls stem and the proximal femur is checked with a kirchner pin. Fibrous tissue and metallosis is observed only between the ribs of the cls stem to a depth of 1.5 cm. The stem taper is carefully cleaned and shows an eccentric corrosion. A biolox option head is mounted and the hip is reduced. The reduction is stable. Device analysis: visual examination: the durom cup shows damage from revision surgery in the form of scratches. Little remains of bone attachments are visible on the plasma spray coated surface. On the articulation surface numerous fine scratches and some coarse scratches are visible. In one location of the articulation surf ace there is a small area with organic deposits. Next to this area, dense scratches forming a curved line can be recognized. On the articulation surface of the metasul ldh head an area with organic deposits can be observed which is continued by a small line towards the equator. The latter forms a partial borderline between the loaded and the unloaded area. The articulation surface was investigated under the microscope at 200-times magnification with differential interference contrast (dic). As already visible to the naked eye the borderline between the loaded and the unloaded area is well recognizable. In the loaded area fine scratches can be recognized and the carbides, which protruded slightly in the original surface state, are leveled. In the unloaded area the original surface state with s lightly protruding carbides is still visible. In the as-received condition the metasul ldh head and the metasul ldh head adapter were still assembled. For further investigation the parts were disassembled using the adapter extractor. With the exception of some s light surface changes in the proximal region of the contact area the head taper is inconspicuous. On the outer surface of the head adapter slight signs of corrosion could be found at the proximal end. It was observed that this area matches the area with the surface changes on the head taper. On the inner surface of the head adapter surface changes due to fretting corrosion were found in the contact area. In one region of the latter the unchanged original structure is still visible. Three marks can be observed in the proximal region of the contact area. While one of the marks is located directly at the proximal end of the contact area, the other two marks are a few millimeters distally. Measurements: the wear rate for the pairing was found to be lo w compared to literature. According to the received information the implants were revised after approximately 8 years and 6 months in vivo due to metallosis and inflammatory pseudotumor. The indication section of the surgical report of revision informed that there was a progressive increase of the co and cr levels in the patient¿s serum. It was noted that the patient has the same type of implant on her left hip. During re vision surgery serous, blackish liquid containing debris from the interface adapter-stem taper was found. The appearance of the articulation surfaces did not point to abnormal wear, e.g. Rim loading. This was also observed during revision surgery and stated in the revision report. The wear rate for the pairing is lo w compared to literature. Signs of surface changes and corrosion respectively could be observed on a single zone of the head taper and the outer surface of the head taper respectively. On the inner surface of the head adapter signs of fretting corrosion and three marks could be found. The reason for these phenomena remains unknown. Based on the retrieval investigation and the information at hand it can only be assumed that the metallosis, the pseudotumor and the progressive increase of the co and cr values in serum could possibly be attributed to the phenomena seen on the inner surface of the head adapter. Since the patient has the same type of components on her left hip it remains unknown if this also contributed to the increasing values of co and cr in serum. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the USA, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the USA was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the USA. A similar cup, compatible with the metasul ldh femoral head, is cleared in the USA and a corrective action for this product was reported to the FDA in july 2008 as notification z-2415/2426-2008. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 48/42 code h on an unknown side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain, pseudotumor, metallosis and elevated metal ions.